Manufacturer narrative:
A device evaluation is anticipated but has not yet begun. Upon completion of the investigation, a supplemental report will be filed.

Event description:
It was reported that the as lvp 20d 1.2m tubing filter clotted. This complaint was created to capture the 1st of 6 related incidents. The following information was provided by the initial reporter: "event 1 (row 5) occurrence: 1, event date: (B)(6) 2020, material #: 2202-0007, batch/ lot #: 20026414. It was reported that the tubing filter clotted. Verbatim: tubing filter cloted."

Event description:
It was reported that the as lvp 20d 1.2m tubing filter clotted. This complaint was created to capture the 1st of 6 related incidents. The following information was provided by the initial reporter: "event 1 (row 5) occurrence: 1. Event date: (B)(4) 2020. Material #: 2202-0007. Batch/ lot #: 20026414. It was reported that the tubing filter clotted. Verbatim: tubing filter clotted."

Manufacturer narrative:
Correction the following fields were corrected. D10: device available for eval ? No. D10: returned to manufacturer on: na. H6: investigation summary: no product or photo was returned by the customer. The customer complaint that the tubing filter clotted could not be verified due to the product not being returned for failure investigation. A device history record review for model 2202-0007 lot number 20026414 was performed. The search showed that a total of (B)(4) units in 1 lot number was built on 18feb2020. There were no quality notifications issued for the failure mode reported by the customer during the production build of this set. Due to no sample being received, an investigation could not be performed and a root cause could not be determined.